Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4)- sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm epic plus mitral valve was implanted in the patient. After the procedure, the patient presented with post cardiotomy shock requiring high doses of vasopressors and inotropes. An ultrasound study showed an ejection fraction of 25-30%, associated with renal failure. Some medications were given to the patient and recovered within 48hrs. On (B)(6) 2025, the patient admitted for acute hypoxemic respiratory failure of mixed (dressler's syndrome) and parapneumonic origin. The patient had a fever measured 38°c and an elevated c-reactive protein (crp). A thoracentesis was required on 3 occasions and improvement after starting treatment with corticosteroids. On (B)(6) jun 2025, the patient recently diagnosed with dressler's syndrome. After discharge, continued to experience dyspnea on minimal exertion and palpitations. On (B)(6) 2025, a repeat thoracentesis (900cc) was performed with initial improvement, but subsequent worsening reveled extensive left pleural effusion (unilateral) and admission for further evaluation was decided.